Event description:
Caller alleged discrepant inratio2 results. Pt self tester. Last lovenox injection was 5-6 months ago. Last antibiotics were taken about 2 weeks ago. Pt's mother called back on (B)(6) 2012 to report that this lot of strips had what appeared to be water spots all over the strip. She noted that other strip lots have been clear and unspotted.

Manufacturer narrative:
Investigation pending.